Manufacturer narrative:
The returned device was evaluated and the inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data.

Event description:
It was reported the patient's blood glucose level rose to 448 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, the patient applied a new pod and administered manual insulin.